Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears, and they acknowledged understanding these instructions.